Event description:
It was reported that; wrong inserter was used by rep. Fracture of cage occurred. Another cage was implanted.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment; the device was inspected and the complaint cage was confirmed to be fractured. No relevant manufacturing issues were identified as all units met specifications. The root cause of the reported event was determined to be user error.

Event description:
It was reported that; wrong inserter was used by rep. Fracture of cage occurred. Another cage was implanted.